Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-00186, serial/lot #: 3.2, software analysis was completed. Review of the logs determined that this was not a software issue. The software functioned as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that in attempt to take a second anterior posterior (ap) shot for a case, the system displayed a low frame rate error. In an attempt to remove the imaging system from the operating room (or), the detector/source moved very slowly to the home position for the gantry door to open. The door also moved at speed about three times slower than usual. While the gantry door opened slowly, the tilt was also engaged without pressing the tilt button. Tilting stopped about halfway down the max tilt angle and the door continued to open after the tilting had stopped. Once the gantry was fully open, and the image acquisition system (ias) was removed and a motion calibration error was displayed. The representative on site performed motion calibration before the system was rebooted. Once the system was rebooted, it seemed to function as expected. It was brought back into the or and performed as intended without issue. There was no impact on patient outcome and the issue caused a less than 1 hour delay.